Event description:
It was reported that the patient developed a septic infection. The implantable cardioverter defibrillator (ICD) was explanted and no replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d224trk implantable cardioverter defibrillator 2010-(B)(6); 5076-45 implantable pacing lead 2005-(B)(6); 694958 implantable tachy lead 2005-(B)(6). (B)(4).